Manufacturer narrative:
(B)(4). Unit passed the displacement test. Unit received with cracked reservoir tube lip, fading serial number label and cracked case at battery tube side. The test infusion set/reservoir remains in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.